Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), fallopian tube perforation ('perforation (fallopian tube(s)) / essure protrusion'), device dislocation ('migration of essure device location of device: no longer centered') and autoimmune disorder ('autoimmune disorder') in a 29-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Previously administered products included for an unreported indication: depo provera from 2007 to 2008. Concurrent conditions included lower abdominal pain, procedural bleeding, fatigue, dizziness, nabothian cyst, back pain, irregular menstrual cycle, metrorrhagia, menstruation frequent, weight increased, left lower quadrant pain, fibroids, uterine leiomyoma, renal cell carcinoma, oncocytoma, pregnancy induced hypertension, vitamin d deficiency, thyromegaly and headache. Concomitant products included ethinylestradiol;estronogestrel (nuvaring), ibuprofen (motrin ib) and medroxyprogesterone acetate (provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced pelvic pain ("pain/pelvic pain"), pain in extremity ("pain/ legs pain") and abdominal pain lower ("pain/lower abdomen"), 2 years 11 months after insertion of essure. On (B)(6) 2012, the patient experienced iron deficiency anaemia ("iron deficit, anemia"). On (B)(6) 2012, the patient experienced amenorrhoea ("other injury(ies) or complication please describe: amenorrhea"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant) and fatigue ("fatigue"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdomen pain") and headache ("headache"). The patient was treated with iron and surgery (laparoscopic-assisted vaginal hysterectomy, supracervical hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the endometritis, fallopian tube perforation, device dislocation, autoimmune disorder, pelvic pain, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, iron deficiency anaemia, migraine, dysmenorrhoea, vaginal discharge, fatigue, amenorrhoea, pain in extremity, abdominal pain lower and headache outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, autoimmune disorder, device dislocation, dysmenorrhoea, endometritis, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, iron deficiency anaemia, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion was (B)(6) 2010 given initially, but in current pfs 19-mar-2009 was given 3 coils noted in left tube, 3 coils noted in right tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: essure devices in the adnexal region with a left-sided essure device protruding into the endometrial cavity. Hsg would best characterize tube anatomy and essure device position.. Ultrasound pelvis - on (B)(6) 2012: the patient has a history of essure procedure. One essure structure is seen likely extending into the fallopian tube, no right essure device noted. Ultrasound scan vagina - in 2009: perforation (fallopian tube). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: uti, anemia, genital bleeding, vaginal bleeding, pelvic pain, migraine, menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following one/ones were described in patients medical record :endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), fallopian tube perforation ('perforation (fallopian tube(s)) / essure protrusion'), device dislocation ('migration of essure device location of device: no longer centered'), autoimmune disorder ('autoimmune disorder') and genital haemorrhage ('gen. Abnorm. Bleed') in a 29-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Previously administered products included for an unreported indication: depo provera from 2007 to 2008. Concurrent conditions included cramp in lower abdomen, procedural bleeding, fatigue, dizziness, nabothian cyst, back pain, irregular menstrual cycle, metrorrhagia, menstruation frequent, weight increased, left lower quadrant pain, fibroids, uterine leiomyoma, renal cell carcinoma, oncocytoma, pregnancy induced hypertension, vitamin d deficiency, thyromegaly and headache. Concomitant products included ethinylestradiol; etonogestrel (nuvaring), ibuprofen (motrin ib) and medroxyprogesterone acetate (provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)\menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2012, the patient experienced pelvic pain ("pain/pelvic pain"), pain in extremity ("pain/ legs pain") and abdominal pain lower ("pain/lower abdomen"), 2 years 11 months after insertion of essure. On (B)(6) 2012, the patient experienced iron deficiency anaemia ("iron deficit, anemia"). On (B)(6) 2012, the patient experienced amenorrhoea ("other injury(ies) or complication please describe: amenorrhea"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant) and fatigue ("fatigue"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hormonal changes describe: flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdomen pain"), headache ("headache") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with iron and surgery (laparoscopic-assisted vaginal hysterectomy, supracervical hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the endometritis, fallopian tube perforation, device dislocation, autoimmune disorder, genital haemorrhage, pelvic pain, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, iron deficiency anaemia, migraine, dysmenorrhoea, vaginal discharge, fatigue, amenorrhoea, pain in extremity, abdominal pain lower, headache and dyspareunia outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, iron deficiency anaemia, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion was (B)(6) 2010 given initially, but in current pfs (B)(6) 2009 was given 3 coils noted in left tube, 3 coils noted in right tube. Received treatment for pain- dyspareunia (painful sexual intercourse), bleeding - gen. Abnorm. Bleed, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: essure devices in the adnexal region with a left-sided essure device protruding into the endometrial cavity. Hsg would best characterize tube anatomy and essure device position.. Imaging procedure - on (B)(6) 2009: not provided. Ultrasound pelvis - on (B)(6) 2012: 1. The patient has a history of essure procedure. 2. One essure structure is seen likely extending into the fallopian tube, 3. No right essure device noted. Ultrasound scan vagina - in 2009: perforation (fallopian tube). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: uti, anemia, genital bleeding, vaginal bleeding, pelvic pain, migraine, menorrhagia, dysmenorrhea concerning the injuries reported in this case, the following one/ones were described in patients medical record :endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: new events- dyspareunia, gen. Abnormal. Bleed, were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), fallopian tube perforation ('perforation (fallopian tube(s)) / essure protrusion'), device dislocation ('migration of essure device location of device: no longer centered') and autoimmune disorder ('autoimmune disorder') in a (B)(6) year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Previously administered products included for an unreported indication: depo provera from 2007 to 2008. Concurrent conditions included lower abdominal pain, procedural bleeding, fatigue, dizziness, nabothian cyst, back pain, irregular menstrual cycle, metrorrhagia, menstruation frequent, weight increased, left lower quadrant pain, fibroids, uterine leiomyoma, renal cell carcinoma, oncocytoma, pregnancy induced hypertension, vitamin d deficiency, thyromegaly and headache. Concomitant products included ethinylestradiol; etonogestrel (nuvaring), ibuprofen (motrin ib) and medroxyprogesterone acetate (provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced pelvic pain ("pain/pelvic pain"), pain in extremity ("pain/ legs pain") and abdominal pain lower ("pain/lower abdomen"), 2 years 11 months after insertion of essure. On (B)(6) 2012, the patient experienced iron deficiency anaemia ("iron deficit, anemia"). On (B)(6) 2012, the patient experienced amenorrhoea ("other injury(ies) or complication please describe: amenorrhea"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant) and fatigue ("fatigue"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdomen pain") and headache ("headache"). The patient was treated with iron and surgery (laparoscopic-assisted vaginal hysterectomy, supracervical hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the endometritis, fallopian tube perforation, device dislocation, autoimmune disorder, pelvic pain, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, iron deficiency anaemia, migraine, dysmenorrhoea, vaginal discharge, fatigue, amenorrhoea, pain in extremity, abdominal pain lower and headache outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, autoimmune disorder, device dislocation, dysmenorrhoea, endometritis, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, iron deficiency anaemia, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion was (B)(6) 2010 given initially, but in current pfs (B)(6) 2009 was given 3 coils noted in left tube, 3 coils noted in right tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: essure devices in the adnexal region with a left-sided essure device protruding into the endometrial cavity. Hsg would best characterize tube anatomy and essure device position.. Ultrasound pelvis - on (B)(6) 2012: the patient has a history of essure procedure. One essure structure is seen likely extending into the fallopian tube, no right essure device noted. Ultrasound scan vagina - in 2009: perforation (fallopian tube). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: uti, anemia, genital bleeding, vaginal bleeding, pelvic pain, migraine, menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following one/ones were described in patients medical record: endometritis. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs & mr received: previously reported event ¿injury nos¿ was replaced with ¿migration of essure device location of device: no longer centered¿, events-¿ endometritis, fallopian tube perforation, menorrhagia, vaginal bleeding, uti, apareunia, autoimmune disorder, iron deficit/anemia, migraines, dysmenorrhea, vaginal discharge, fatigue, amenorrhea, pelvic pain, abdominal pain, legs pain, lower abdominal pain, hot flashes, headache¿, lot number, reporters information, patients dob, demographics, race, lab data, medical history, concomitant condition and drugs were added. Updated outcome of event ¿abdominal pain¿ to¿ recovering/resolving¿. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.